Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized. Customer stated that the sensor was reading 211 mg/dl but her blood glucose was 512 mg/dl. Customer did not find issues with the infusion set or reservoir. She did receive a sensor high alert. Customer declined to troubleshoot as her doctor had troubleshooted the insulin pump. Self test passed. Nothing further reported.